Event description:
The pt had a total knee replacement on (B)(6) 2017. The zip surgical skin closure device was used for wound closure. The rep of the product was in the surgery and gave direction during the application of the product. On (B)(6) 2017, the pt returned to clinic with complete wound dehiscence. The pt was taken back to operating room that day for wash out and definitive closure of the surgical wound.